Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 2.58 volts after approximately 2 years of service. The caller questioned if this device is prematurely depleting. A boston scientific crm technical services (ts) consultant suspects that the device is depleting prematurely, but indicated that this could be confirmed once the device is explanted and returned for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.